Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead experienced syncope. Upon interrogation of the device, the lead impedance was 200 ohms and intermittent pacing was noted.